Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 60 mg/dl at the time of the call. The customer was given intravenous drip of sugar water. The customer reported symptoms such as being unconscious. The custom was wearing the insulin pump during the incident. Troubleshooting was completed. It was found their healthcare professional changed their insulin to an insulin type that was off label within the past 2 to 3 months. Customer reported pump programming was inaccurate. The time was not correct and off by one hour. Customer reported they have been sick. The insulin pump will not be returned for analysis.